Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio vibrate anomaly. Customer stated that pump not give vibrate alerts. Customer also reported that self test was performed and insulin pump did not vibrate during the vibrate test. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.